Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, missing shell and fold creases. A weight test of the device was verified and the device is underweight. A microscopic analysis was performed which identified: sharp broken crease, stress marks and wear abrasion. Based on the device analysis the final assessment is: sharp crease broken edge on the posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "implant swelling." The device has been explanted and replaced.